Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had a broken cable. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged conductor wire at the distal end. The wire was loosely hanging but not broken. The electrical continuity test could not be performed as the instrument was returned with a cut integrated cord. The complaint was confirmed by failure analysis. Additional findings not related to customer reported complaint: the instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". This prevented the testing on electrical continuity test of the instrument. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open and close properly. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. .